Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be dripping out of the infusion set tubing during the load fill tubing sequence with multiple cartridges. Supply changes were performed resolving the issues. The customer declined to perform further troubleshooting and declined a cartridge change. Customer's blood glucose level was 360 mg/dl. The customer reverted to manual injections for insulin therapy.